Manufacturer narrative:
The returned device was evaluated and the device's original download data displayed both timeouts and a drive stall which caused first and second priming to initiate prematurely. The pod ran for only a total of (B)(4) and yet, first and second priming were completed. The device was reset, connected to a separate pdm and a 5-unit bolus was successfully sent to the device. No rotational issues were noted during the pod's reset run. No damages, defects, or debris were found within the device that would indicate any difficulties delivering insulin. It could no be determined what caused the device to timeout and drivestall, but through the investigation, the device was able to work properly going forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient activated a pod both the needle and the cannula had not deployed. The pod was not worn.